Manufacturer narrative:
Number: (B)(6). Internal ext. (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable pump won't run alarm." No air detected. Per reporter the residual volume was 52.5ml , the rate was 2.2 and the amount given was 39.55. No adverse patient effects were reported. Per reporter no additional information is available at this time.